Manufacturer narrative:
Visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: more than three openings striated and wear abrasion. Based on the device analysis the final assessment is: more than three openings striated assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device was explanted.